Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert was triggered due to a spike in and high right ventricular lead pacing impedance and short v-v intervals. A potential lead fracture was further reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.